Event description:
Reporter indicated that vns pt began experiencing shortness of breath and increased heart rate during stimulation the day after in increase in programmed parameters. The pt planned to follow-up with their neurologist, but was in the process of being transferred to the care of a new neurologist because their current neurologist is relocating to another state.